Event description:
It was reported that on (B)(6) 2010, a 3.5 mm x 12 mm jostent graftmaster and a 3 mm x 19 mm jostent graftmaster successfully sealed a perforation in a stenotic and thrombotic proximal anterior tibial artery. On (B)(6) 2010, the patient returned to the catheterization lab due to decreased pulses. Per angiogram, two large perforations and pseudoaneurysms were seen above and below the previously placed stents. Three jostent graftmaster stents were successfully deployed to treat the two large perforations and pseudoaneurysms, returning blood flow to the area. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Perforations and pseudoaneurysms are listed as observed or potential adverse patient events associated with the coronary stenting in the graftmaster otw instructions for use (IFU). Due to the inherently serious and emergent use of the graftmaster device, the leak itself and/or the failure to treat the leak may have possibly resulted in cascade of patient effects. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported the graftmaster was used in the femoral artery. It should be noted the graftmaster IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guiding catheter: 5f straight glide catheter; sheath: 6f 55 cm raabe; heparin. (B)(4). The stent remains in the anatomy. The stent delivery system was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant additional information. The other graftmaster is being filed under a separate MFR number.